Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support provided education to the customer on using room temperature insulin when filling the cartridge. Customer performed a supply change to address the issue. There was no adverse impact to the customer's blood glucose level.